Event description:
It was reported by a customer in the USA that an 840 ventilator had a blank graphic user interface (gui) display. There was no pt involvement.

Manufacturer narrative:
The covidien tech support engineer (tse) troubleshot this issue with the customer over the telephone. The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and the customer service engineer (cse) upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).